Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
During index procedure patient had a complete se peripheral stent implanted in the left sfa to treat residual stenosis. It is reported that the patient suffered in-stent restenosis of the left sfa approx. 1 month post index procedure. No action was taken. The event was not assessed for relatedness with device.